Manufacturer narrative:
Covidien has requested that the speaker assembly be returned for investigation.

Event description:
Covidien received a report of a n-395 with no audio. The problem was found by a biomedical engineer during a repair. The biomedical engineer found that the speaker wires were pulled off of the speaker.